Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. Unknown abutment, lot number: unknown. Additional PMA/510(k) number ¿ k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #19 fractured and the abutment became loose. The implant was removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. Zimvie received one (1) tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm for evaluation. Visual evaluation was performed, visual evaluation of the as returned implant identified signs of use. Fracture identified around the implant collar. Damages sustained possibly during removal. DHR review was completed for the subject lot number 61820470. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61820470 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was attributed to patient factors due to parafunctional habits over the implantation period. Therefore, based on the available information, implant malfunction did occur, and the reported event (fracture implant) was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.